Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was in a "difficult take off" of the mid right coronary artery (rca). The target lesion had been predilated with a 2.5x20mm maverick balloon. The physician had selected a 3.5x28mm taxus express2 drug eluting stent (des) to treat the target lesion. During the preparation of the device, it was noticed that the stent was "bent up on end". The device did not enter the patient's body. The procedure was completed with another 3.5x28mm taxus express2 des. There were no patient complications reported. Additional information was requested, but is unavailable.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted. A review of the manufacturing records for this particular batch namely top assembly batch # 9381133 found that the device met its material, assembly and product specifications, at the time of release to distribution.